Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 5. The home patient (hp) stated that his transfer set became disconnected from the catheter. The hp has clamped off the catheter and notified the peritoneal dialysis nurse. The hp cycled the power on the hc off/on to clear the error. The technical service representative (tsr) assisted the hp with removing the cassette. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. Transfer set became disconnected from the catheter. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a follow up with the home patient (hp), he stated that he was able to continue therapy. The hp was fine and there was no medical intervention or hospitalization as a result of this incident.